Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 29 mm transcatheter bioprosthetic, an echocardiogram indicated moderate paravalvular leak (pvl). The valve was recaptured and removed from the patient. A 34 mm transcatheter bioprosthetic valve was implanted, but dislodged, resulting in moderate to severe paravalvular leak (pvl). Per the physician, the guide wire was suspected to have caused the dislodgement. Subsequently, a second transcatheter bioprosthetic valve was implanted valve-in-valve. No adverse patient effects were reported.